Manufacturer narrative:
(B)(4). Batch # r5a89n. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60t cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: the response stated, "there was excessive bleeding because the staples did not form properly." How was the bleeding controlled? The bleeding was controlled via monopolar energy devices and clips. How much blood was lost (ml)? The blood loss was negligible. Entire estimated blood loss for the case was estimated at 150ml. Did the patient require a transfusion? Patient did not require a transfusion. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? There were no patient consequences as a result of the misfire.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please clarify what was meant by, ¿the staple line was not complete¿? Were the staple line and cut line approximately equal in length (device partially fired and stopped)? Were there staples missing from the staple line? The staple line was not complete because the staples did not form properly (in a b shape) and did not capture the intended tissue. The staple and cut line were approximately equal in length but there was excessive bleeding because the staples did not form properly. It appeared that all staples were present, but they were not properly formed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The response stated, "there was excessive bleeding because the staples did not form properly." How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a lobectomy, on the second firing of the stapler, with a green reload, no buttressing material, the device fired the reload but the staple line wasn't complete. A second like stapler and green reload were used to complete the staple line. There were no patient consequences reported.